Event description:
A report was received that the pt had a pocket revision due to discomfort at the pocket site. The pocket site was relocated to a more comfortable location and the pt is reportedly doing well.